Manufacturer narrative:
Device evaluation: one sample was received at baxter for evaluation. The reported problem of "tubing leaks where it connects to housing" was confirmed. The sample was received with the tubing detached from the solvent-bonded junction of the stress-member. Microscopic examination of the tubing showed no evidence of solvent application, which suggested the root cause for the tubing detachment and leakage. No other observation was noted during the examination. Batch records were reviewed and revealed that the product met the acceptance criteria for release. (B) (4)

Event description:
It was reported to baxter united states of one (1) ce intermate which was observed to be leaking from the tubing where it attaches to the housing after filling with ambisome. Reporter stated that she assumes that there is a hole in the tubing, but that she cannot visually detect a hole. Reporter stated no patient involvement or injury is reported. No additional information is available.